Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned complaint device revealed the safety lock was present. The distal end of the stent was expanded. An appropriate sized guide wire was tracked through the lumen with no issues. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent was partially expanded. The target lesion was located in the femoral artery. A .035" zipwire guide wire was placed across the lesion. The 6x120x120 epic sds was loaded on the wire; however, resistance was met between the sds and the guide wire during advancement. The devices became stuck together while the epic was still external to the patient. While removing the epic, approximately 20% of the distal portion of the stent expanded with the safety lock still intact. The procedure was completed with another of the same of each device with excellent results. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, the stent was partially expanded. The target lesion was located in the femoral artery. A .035 zipwire guide wire was placed across the lesion. The 6x120x120 epic sds was loaded on the wire; however, resistance was met between the sds and the guide wire during advancement. The devices became stuck together while the epic was still external to the patient. While removing the epic, approximately 20% of the distal portion of the stent expanded with the safety lock still intact. The procedure was completed with another of the same of each device with excellent results. There were no patient complications reported. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4).